Event description:
During plif surgery on l4/l5 for isthmic spondylolisthesis, the surgeon did the final tightening using torque wrench and anti-torque key, but it seems to be it was not tightened thus the final tightening was redone, then a crack appeared on the blocker also the hex part got worn. The cracked blocker could not be removed. The surgeon commented that he will replace the blocker if the blocker comes out.

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.